Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and drain placement. Toward the end of the case, the patient had a rapid blood pressure drop. After an echo, the patient was found to have an effusion. The case was abandoned and a pericardiocentesis was performed and pericardial drain was placed. The physician¿s opinion regarding the cause of this adverse event is that this was procedure related and no biosense webster product malfunctioned. The last known patient condition was that she was still in the hospital for unrelated condition. A transseptal puncture was performed. The force visualization features used included graph, dashboard, vector and visitag. Additional filter used with the visitag module was surepoint. Visitag module was used and the parameters for stability were 2.5mm, 3sec, 25% over 3 grams. An irrigated catheter was used with the flow setting at 30ml. The pump was properly switching from ''low'' to ''high'' flow during ablation. No error messages were observed throughout the case. Since the event (cardiac tamponade) is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. Since the prolonged hospitalization was unrelated to the cardiac tamponade, the hospitalization was assessed as not MDR reportable.